Event description:
Patient said she used the humalog 75/25 kwikpen, and she gave herself the insulin. When she pulled out the needle, the needle stayed in her skin. The patient said she had to go to urgent care to get it cut out. She was given a prescription for antibiotics at urgent care called cephalexin, capsule, 500 mg. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).